Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) implanted with this right ventricular (rv) and right atrial (ra) lead migrated in the pocket, resulting in dislodgement of the leads. An invasive procedure was performed. The rv lead was repositioned and the ra lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported. This product remains implanted and in service.